Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. The device was visually inspected and functionally tested. The cause of the damage to the door is unknown. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a technician, a flogard infusion pump was found to have a damaged door. No additional information is available.